Manufacturer narrative:
The referenced rvad pvad exchange was reported under medwatch MFR report #2916596-2014-01716. (B)(4). Approximate age of device ¿ 4 months the explanted pvad pumps were disposed of at the hospital. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the ventricular assist device system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices on (B)(6) 2014. On (B)(6) 2014 the patient was treated for pneumonia. On (B)(6) 2014, a CT of the chest showed persistent air and fluid collection in the mediastinum and midline anterior chest wall, bibasilar airspace consolidation and small bilateral pleural effusions. The patient was treated with vancomycin, cefepime and caspofungin. On (B)(6) 2014, an upper sternal wound culture was (B)(6) for rare candida albicans and rare coagulase-negative staphylococci (cons). On (B)(6) 2014, the rvad cannula culture was (B)(6) for candida albicans, the midsternal wound culture showed no growth for 2 days, and the upper sternal wound culture was positive for cons. On (B)(6) 2015, the pumps were explanted due to recurrent infections and some degree of improvement of cardiac condition.